Event description:
It was reported that during the coil placement into a giant internal carotid aneurysm, while the biggest part of the coil was already inside the aneurysm, the coil prematurely detached without using of detachment device. The big part of the coil stayed inside the aneurysm but the small part of the coil protruded into the parent vessel. The whole coil was successfully removed using a snare retrieval device. Another of the same coil was uneventfully implanted into the aneurysm. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic investigation of the returned device found that the delivery wire was kinked most likely caused by the handling of the device. The main coil was kinked, stretched and physically broken from the delivery wire. No functional test could be performed on the returned device. No other anomalies were noted. Based on the device analysis it is probable that the device was damaged during the clinical procedure causing the coil to become prematurely detached and to protrude from the aneurysm. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributing to the reported event and observed damages. Therefore, an assignable cause of procedural factors has been assigned to the event.

Event description:
It was reported that during the coil placement into a giant internal carotid aneurysm, while the biggest part of the coil was already inside the aneurysm, the coil prematurely detached without using of detachment device. The big part of the coil stayed inside the aneurysm but the small part of the coil protruded into the parent vessel. The whole coil was successfully removed using a snare retrieval device. Another of the same coil was uneventfully implanted into the aneurysm. There were no clinical consequences to the patient due to the reported event.